Event description:
The manufacturer received information alleging a ventilator malfunctioned in a manner affecting the flow of the device. Per review of the event log, ventilator inoperable and power sources depleted errors occurred. There is no allegation of serious or permanent harm or injury. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.